Event description:
It was reported that the patient underwent an explant of the lead due to inadequate stimulation. The lead was not replaced.

Manufacturer narrative:
Visual and x-ray inspection of the sc-2317-50 serial (B)(6) revealed the lead was cleanly cut, and only 19 centimeters of the proximal portion was returned. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Impedance measurement of the device sc-1200 serial (B)(6) revealed no anomalies. It passed the functional test, and an electrical test revealed normal device characteristics. The complaint of loss of stimulation was not confirmed through product analysis. As no problem was detected, the probable cause could not be established.

Event description:
It was reported that the patient underwent an explant of the lead due to inadequate stimulation. The lead was not replaced. Correction: it was reported the patient could no longer feel stimulation despite attempts to increase amplitude. It was found during assessment of the device that high impedances were on most contacts. Patient then underwent an explant of the lead and ipg.

Manufacturer narrative:
Corrections: b2 outcomes attrib to adv event: required intervention to prevent permanent impairment/damage (devices): b5 describe event or problem: it was reported the patient could no longer feel stimulation despite attempts to increase amplitude. It was found during assessment of the device that high impedances were on most contacts. Patient then underwent an explant of the lead and ipg. Removed h6 patient code: 2388: pain relief, inadequate. Added device code: 1631: unexpected therapeutic results. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 360495.

Event description:
It was reported that the patient underwent an explant of the lead due to inadequate stimulation. The lead was not replaced. Correction: it was reported the patient could no longer feel stimulation despite attempts to increase amplitude. It was found during assessment of the device that high impedances were on most contacts. Patient then underwent an explant of the lead and ipg.